Event description:
It was reported that t:slim x2 pump battery would not charge, and a power source alert appeared in pump history, although there were no low power alerts, shutdown, or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer changed charging cable to different charging supplies, after which pump began charging, and technical support advised against using third-party charging supplies, arranged replacement charging supplies, and no further assistance was required.